Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during a meniscal repair procedure, t1 and t2 deployed simultaneously from the device. Both implants were successfully removed. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.